Manufacturer narrative:
Deice evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled form the dn strain relief damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt and monitor.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report a damaged cable. The pt was issued a replacement electrode belt.